Manufacturer narrative:
The lot number is unk, therefore, expiration and manufacturing dates are not known. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "during the case the patient sustained a vaginal burn". Although attempts were made to obtain additional follow up, there is no further information regarding this event.